Manufacturer narrative:
The technician found the nurse staff had zeroed the bed while the pt was in bed and the bed scale display was reading a negative weight, user error. The service technician zeroed the scale and placed weight on the bed and the bed exit functioned as designed. Based on this information, no further action is required.

Event description:
The account requested troubleshooting for a bed in their storage room. The technician reported the bed had note stating the bed exit cannot set. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).